Manufacturer narrative:
The inpen paired to the commercial app. Inpen passed baseline and wireless functionality. App logbook displayed: 14.5u, 15u. Inpen failed displacement dose accuracy due to slippage of inpen dose knob at 0.5 u. During testing, it was noted the dial was misaligned. Inpen failed dialing alignment using dose knob zero alignment gage. The zero tick mark dose not align in the gage window when dialed to 16u. Battery investigation was performed, and battery measured 3.022 volts. No battery anomaly noted. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: inpen received working as design. No communication anomaly noted. Therefore, the patient concern of inpen not pairing to app could not be confirmed. Inpen cap does not fit securely onto cartridge holder due to small snap arm being cracked / broken. Therefore, the customer concern of cap no longer staying attached was confirmed. Inpen failed dialing alignment inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had issues where the inpen cap no longer stays and inpen app no longer recognizing the inpen though still connected via bluetooth. The customer reported no adverse event. The event involved product(s) mmt-8060, mmt-105nnblna. Troubleshooting was performed. Unable to complete troubleshooting or provide instructions, insufficient information to escalate. No harm requiring medical intervention was reported. The customer discontinued use of the insulin pen. Mmt-105nnblna was requested and the customer response was that the device returned. A product return is not applicable for non physical devices mmt-8060.